Manufacturer narrative:
Concomitant medical products: product ID 8784, lot# serial# (B)(4), implanted: (B)(6) 2021 explanted: (B)(6) 2021, product type catheter. Product ID 8780 ,lot# serial# (B)(4), implanted: (B)(6) 2015, product type catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 16-nov-2022, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 19-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving baclofen (2000 mcg/ml at 223 mcg/day) via implantable infusion pump. It was reported that the patient had an infection at the pump site. A factor that may have led or contributed to the issue was that the patient had a urinary tract infection (uti). There were no diagnostics/troubleshooting performed. The pump and catheter were ex planted on (B)(6) 2021. The issue was resolved at the time of report. The patient's weight and medical history were asked and unknown. The patient's status was alive - no injury. 2021-09-25 (rep): additional information received by a company representative (rep) reported that the uti was unrelated to the pump therapy. It was noted that the pump and catheter were discarded after explant.